Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed as the evaluation method codes, evaluation results codes, and evaluation conclusion codes have been updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that pacing impedances on this patient's non-boston scientific right atrial (ra) lead had been intermittently out of range for several months. It was noted that there was noise and oversensing of the respiration-related trends (rrt) signal, as well as inappropriate atrial tachy response (atr) episodes. The rrt feature was programmed off. No adverse patient effects were reported. This cardiac resynchronization therapy defibrillator (crt-d) remains in service.